Event description:
Same case as MDR# 6000093-2006-02693 and 6000093-2006-02694. It was reported by the pt that: post a coronary drug eluting stenting treatment procedure, he had an "aborted heart attack". "I had three stents implanted about 2 yrs ago. I had an aborted heart attack about 1 year ago. I have negative reactions to the meds I must take because of the stent implants. The stents are completely clogged. I suffered a loss of collateral blood flow due to the stent implantations". No add'l info is available.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.